Event description:
Complainant alleged that during training by a zoll sales rep the device's analyze button functions intermittently. The complainant indicated that there was no pt involvement in the reported failure.